Event description:
During the uncovery of this implant, he was getting ready to place the temporary gingval cuff when he saw that the implant was mobile. The body was removed. No indications that the implant had any problems. Pt is reportedly fine.